Event description:
It was reported the pt experienced difficulty charging her ipg with the new charger. As a result, the pt has not charged her ipg in approx 6 months. The pt will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.